Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly customer did not perform air removal technique prior to loading the cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.